Event description:
It was reported that the insulin had an error alarm. The customer's blood glucose reading at time of the call was over 600mg/dl. Troubleshooting was performed and the alarm continued. Also, the screen was partially blank. The battery was changed and the insulin pump did not respond. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of moisture damage on the electronic and motor assembly. Further testing was not performed due to the blank display.